Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 2 full height drawers need maintenance. The field service engineer (fse) found no drawers failed upon arrival. Fse tested all drawers in the application and replaced several missing bumpers. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers were not working. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex c codes. Correction: device eval by manufacturer.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es drawers were not working. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.